Event description:
The customer's mother stated that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer mother stated that none of the buttons were working when they try and do a set change. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to unlocked keypad flex connector on lcd board. The insulin pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test or test the low reservoir alarm due to no button response. The insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.